Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the report, a patient received a hero graft on (B)(6) 2014 and thrombectomy was successfully performed on (B)(6) 2015. This report submitted under hero 1001 but the scope of the investigation will include both hero 1001 and 1002.